Event description:
Indication: myasthenia gravis without (acute) exacerbation. Pt care coordinator reports pt's pump (serial number and expiration date: unknown) is giving pump maintenance error before maintenance is due. Unknown if device is on hand for return. No missed doses or interruption to therapy reported. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by health professional.